Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that following an unknown procedure, the surgeon reported that patient developed an anastomotic leak.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Report received cdrh as initial on 0826/2014 and error as duplicate. Resent as follow up 1.

Event description:
It was reported that following an unknown procedure the surgeon reported that patient developed an anastomotic leak.